Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper would not cauterize. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The long bipolar grasper was re-evaluated by failure analysis (fa). Fa corrected that the internal conductor wires were exposed. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is insulation damage to the conductor wire(s). Wire damage was observed and due to the damaged insulation, wire is exposed underneath.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed the instrument to have damaged insulation of the conductor wire resulting in the internal wire being exposed. The wire did not appear to be fully broken and thus is unrelated to the customer reported complaint. Continuity was tested and failed, confirming the customer reported complaint. The housing was removed, and it was found that the proximal conductor wire had become dislodged from its normal position on the energy board pin and thus was causing continuity to fail. The conductor wire length was measured to be approximately 60.96mm. The conductor wire was installed back on the connector pin and passed the continuity test.